Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the compact speed reducer device had a bent shaft, no rotation and a locked gearbox. The event was not related to a surgical procedure. There was no patient involvement. No injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device observed that the device had a bent shaft and a locked gearbox not allowing for the completion of the pre-test. Therefore, the reported condition was confirmed. The assignable root cause was due to component damage caused by misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.